Event description:
Patient was originally implanted with four plates and an unknown quantity of screws approximately six months ago in arkansas, exact date is unknown. The patient complained of pain and an x-ray taken on an unknown date showed three broken plates and multiple screws. Patient was reportedly non-compliant. The patient was returned to the or for removal of all hardware and revision to a variable angle locking compression plate (va-lcp) medial distal tibia plate and a 3.5mm lcp plate on the fibula. At last report patient was doing well and had quit smoking. This report is 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Part number 241.351 made on lot number 6633881 and work order 2600895 had no ncrs. Material lot 6226974 from which these parts were made had no ncrs and certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. Placeholder.